Event description:
The night of tuesday, (B)(6) after taking out my contacts had experienced severe eye pain and constant watering of my right eye. I was unable to sleep due to this problem and had to resort to sleeping on a recliner. At one point, I had opened my eye and had a gush of liquid pour out - twice. My eyes are also sensitive to light and after this, the next day, I could barely open my eyes. The brightness of the sun made my eyes burn so bad, it made it pretty difficult to even drive to the doctor's office. After going to my eye doctor I was told I had pink eye and was put on tobramycin-dexameth eye drops for 9 days. After wearing my glasses, I noticed that the vision in my right eye was blurry. I went back to the eye doctor a week later for an eye exam and my vision had changed (since my appt. In (B)(6)). I can't say it was due to the contacts, but I don't know what else may have caused the sudden eye change. I was using coopervision avaira contacts and later discovered there was a recall on these contacts and they contacts that I have been wearing for the last several months were affected by this recall. Frequency: 1 contact every 2 weeks. Dates of use: (B)(6) 2011.